Manufacturer narrative:
The user experienced hypoglycemia resulting in seizure activity and hospitalization while receiving automated insulin delivery with the ilet. This situation can result in severe hypoglycemia requiring medical intervention and hospitalization and is consistent with the reported inpatient admission and treatment with IV dextrose and IV fluids. Review of available device data indicates the hypoglycemic event was preceded by a period of hyperglycemia with an excessive number of meal announcements, suggesting use of meal announcements as correction insulin rather than for carbohydrate intake, which may have increased the risk of hypoglycemia. Engineering log review was limited because the device was powered off during part of the event timeframe; however, no malfunction alerts were identified, and available data did not demonstrate abnormal device behavior. Repeated cgm signal errors were also observed, which may have further limited awareness of falling glucose levels. Overall, the event was most consistent with use-related factors and therapy management issues rather than device malfunction. The user subsequently completed a factory reset and received additional education and training, after which ilet therapy was resumed without further reported issues. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 05-jan-2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 53 mg/dl. The user experienced seizure activity and was hospitalized, where the user was treated with IV dextrose and IV fluids and discharged (B)(6) 2026. No long-term health effects were reported.